Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the programming was not working as per pa. It was the first time that this pa tried to program. An MRI was suggested to determine if leads had moved, but an MRI was not performed as of yet. They were still awaiting clearance from the doctor. The issue was still not resolved.

Manufacturer narrative:
Event date approximate. Other applicable components are: product ID: 3389s-40, lot#: va1bbx3, implanted: (B)(6) 2017, product type: lead; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that their managing healthcare provider (hcp) tried to program but it was not working. They were going to do an MRI of the lead because they think the lead moved. No further information was provided regarding the issue. No patient symptoms or further complications were reported as a result of this event.